Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the over temperature test button and the alarm test button were not working. Patient involvement unknown.

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted the device was received in poor condition. Line cord discolored, quick connect corroded, pole clamp contaminated, microswitch bent, main block contaminated, front cover has nicks, water tank has rust deposits, enclosure has a crack under quick connect, printed circuit board (pcb) has damaged temp check pot, and damaged membrane switch. Functional testing confirmed the complaint; alarms did not work when pressing the alarm test buttons. Root cause was attributed to a damaged membrane switch. The corroded and damaged test membrane switch traces were determined to be from fluid ingression. Problem source was listed as user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.